Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, was deformed, and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead would not extend or retract and the lead weas not implanted. No adverse patient effects were reported. The attempted lead was returned for analysis.